Event description:
It was reported that during central processing, one of the "jaws" of the 8mm mega needle driver (nd) instrument broke off during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.2870" x 0.1420" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The complaint was confirmed by failure analysis.